Event description:
It was reported that a spectrum pump had an intermittently inoperable keypad. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed keypad output anomalies. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable; #2, #3, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.